Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 13:08:59. During night drain cycle one, the patient's ultrafiltration reading was 226ml, indicating the home patient drained 226ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intra-peritoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.